Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during the intraocular lens (iol) implant procedure while implanting iol the plunger overrode the lens causing half the iol to not be inserted in the eye. The iol was removed and replaced during the initial procedure. There was patient contact. Additional information has been received that in surgeon¿s opinion the event was caused due to misaligned injector.

Manufacturer narrative:
Additional information provided in h.3. , h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report of iol injector overrode , half iol was not inserted in the eye; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is:(B)(4).